Manufacturer narrative:
(B)(4). The device was not sequestered and product will not be returned per customer. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
The customer reported a couple of incidents "where the IV bag used with the alaris system was not fully infused as programmed." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.